Event description:
The complainant has reported that the pt (age and gender unk) had undergone a hemostatic clipping procedure in order to treat a bleed within the gastrointestinal tract using a bsc resolution clip device. It was reported that "during the procedure, the clip grasped tissue, but would not release from the catheter." The physician successfully completed the procedure using an alternate hemostatic clipping device. No trauma was reportedly sustained due to this issue.

Manufacturer narrative:
The customer was unable to supply the lot #; therefore, the exp date and MFR date are unk. The customer has indicated that the prod will not be returned to the MFR; therefore, a failure analysis cannot be conducted to determine the root cause of failure or the relationship of the failure to the reported event. Also, because the customer was unable to supply the lot #, the device history record of the suspect device cannot be reviewed and a search for similar complaints cannot be conducted. In addition, the 2007 15-mo complaint trend report was reviewed for the hemostatic clipping device family; an unfavorable trend was noted. No data points exceed the bsc trigger action limit. Two consecutive mos of increasing number of complaints is identified as an unfavorable trend. Fifty-five complaints for this prod family were reported in 2006, sixty-one were reported in 2007 and seventy-four complaints were reported in the following month. Due to the low number of increased complaints (a total increase of nineteen complaints), the low magnitude of the number complaints, and the low clinical severity of the failure modes, no specific action is warranted at this time.